Manufacturer narrative:
.

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient had been trying to call for a good year and hadn't been able to get through. Pt said it doesn't work. Pt said she doesn't even know when she is going to pee. She will step out of the car and it starts running out. She is afraid to go anywhere. Pt will go through 4 packs of 32 diapers a month. The patient did not feel stimulation. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. Pt said she had to think about if she wanted to try and adjust the stim or look at the settings. She said she would call back. Pt said she has told the doctor and they have upped the stim. Symptoms reported were: incontinent. Event date: 2014. (Pt said it probably started a month after her implant). Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.